Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, team had to pull a triple lumen PICC line that was insitu for only 4 days as the grey lumen was leaking externally of the patient. They identified there is a crack in the PICC. Additional information provided: after PICC removal, we attempted an insertion on the right side which was unsuccessful. Then, required an over the wire exchange. A new triple lumen, same type of PICC was placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact root cause could not be determined. One 5 fr triple-lumen powerpicc solo catheter was returned for evaluation. An initial visual observation revealed the catheter was returned in two segments, the proximal containing the luer adaptors and the 15 cm depth mark, and the distal segment extending from the 16 cm to the 43 cm depth marks. Biological residue was observed on the sample. A functional test of flushing the catheter with water was performed and a leak was observed just distal to the molded joint when the gray lumen was flushed. A microscopic observation of the circumferential split in the catheter shaft showed somewhat rounded fracture edges and rough fracture surfaces. Some material whitening at the corners of the split as well as crease marks were also observed. Repetitive kinking of the catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.